Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that guide wire fracture occurred. Two 300cm light support straight tip pt wires were used in a percutaneous transluminal angioplasty. However, the first wire broke and was removed with the help of a balloon. The second wire also broke, but required a superficial femoral surgery. The procedure was completed with another of same device. No further patient complications were reported.